Manufacturer narrative:
The customer suspected device was returned for investigation. The olympus service center confirmed the reported event during inspection and testing. Upon evaluation of the returned device the following defects were found, light guide lens cracked, objective lens chipped, distal end cover cracked, distal end cover insulation less than threshold, bending section rubber glue chipped, connecting tube wrinkled, air/water cylinder painting peel off, suction cylinder painting peeled off, key top1 had pin hole, universal cord wrinkled, universal cord scratched, plug unit damaged, angulation lower than standard, angulation play, and air/water flow failed. The faulty parts were replaced, and the device was returned to the user facility. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
A user facility submitted a repair request to the olympus service center, on an evis exera iii gastrointestinal videoscope for buckling of the connecting tube and universal cord. Upon inspection and testing of the customer returned device, foreign material was found clogged in the scope nozzle. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation. There was no patient involvement, or user injury associated with this event.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, a definitive root cause could not be established. Although the suggested phenomenon was confirmed, a presumable cause could not be further determined. It was presumed that the user reprocessed the device in accordance with the instructions for use (IFU). The basis for this presumption is as follows: ·it was confirmed from the results of investigation that the nozzle was clogged with black foreign material. There were no other information obtained on the material. ·though the IFU states how to remove foreign material from the a/w (air/water) channel/nozzle, foreign material expected in IFU is mainly dirt that adheres to device during procedure. It was further presumed that foreign material in the suggested event was not dirt expected in IFU from its appearance. The user can detect the suggested event properly by handling the device in accordance with the following IFU: "·operation manual_ inspection of the endoscope inspect the air/water nozzle at the distal end of the endoscope¿s insertion section for abnormal swelling, bulges, dents, or other irregularities. ·operation manual_ inspection of the endoscopic system - inspection of the air-feeding function. - inspection of the objective lens cleaning function. The IFU states on reprocessing of the a/w nozzle/channel as follows: "·reprocessing manual_ precleaning the endoscope and accessories_ preparation - warning: immediately after the patient procedure, with the endoscope still connected to the equipment used in the patient procedure (i.e., the light source, video system center, suction pump), perform the following precleaning steps at the patient bed side. - flush the air/water channel with water and air_ caution: to prevent clogging of the air/water nozzle of the endoscope, flush water into the air channel of the endoscope, using the aw channel cleaning adapter (mh-948) after each patient procedure. ·manually cleaning the endoscope and accessories - clean the external surface * immerse the endoscope in the detergent solution. * thoroughly brush or wipe all external surfaces of the endoscope, using clean lint-free cloths, brushes, or sponges. Pay particular attention to the air/water nozzle opening and the objective lens on the distal end of the insertion section, and confirm that all debris is removed from all surfaces of the distal end. - flush the air/water channel with detergent solution - remove detergent solution from all channels ·presoaking the endoscope if there was excessive bleeding during the patient procedure or if precleaning could not be performed immediately after the patient procedure, presoaking the endoscope in detergent solution before manually cleaning the endoscope may be required to wet and loosen debris that has dried and hardened onto the endoscope¿s surfaces." Olympus will continue to monitor field performance for this device.